Event description:
During follow-up, noise leading to oversensing and inappropriate automatic mode switch, p wave amplitude variation, and high capture threshold were observed on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed that the ra lead was dislodged. The device was reprogrammed to deactivate the ra lead and lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
During follow-up, noise leading to oversensing and inappropriate automatic mode switch, p wave amplitude variation, and high capture threshold were observed on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed that the ra lead was dislodged. The device was reprogrammed to deactivate the ra lead. During revision, the ra lead was successfully repositioned in the right atrium to resolve the event. The patient was stable and there were no adverse consequences.